Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to out of range impedance. In addition, rv lead conductor fracture was suspected. This lead was replaced. No additional adverse patient effects reported.